Event description:
Pt receive aortogram with angioplasty of left femoral artery. When balloon catheter was inflated, it ruptured. The catheter became lodged and radiologist was unable to remove. Pt was taken to or where catheter was removed. Catheter apparently was punctured by a stint that had been implanted earlier. The balloon snagged on the stint, thus necessitating the surgical removal of the catheter. Removal was completed without incident.